Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they opened the product and checked it before use, they found that there was a crack on the connection part of the connector and the tube (on tube side). There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was noticed the proximal end is split. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.